Manufacturer narrative:
This is the same event described by manufacturer regulatory report # 3004209178-2016-18527. Any further information regarding this event will be reported under that regulatory report #. The previously reported device is not the correct device. The complaint device serial # is added to d4 in this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. The caller reported 3rd implant. 1st one was mdt implant. The healthcare professional reported that the first implant was replaced as patient's body structure changed and body had too much tissue over to allow effective charging.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.